Manufacturer narrative:
Concomitant medical products: product ID 64001, serial# unknown, product type: adapter; product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_unknown_ext, serial# unknown, product type: extension. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 64001, serial# unknown, product type: adapter; product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_unknown_ext, serial# unknown, product type: extension.

Event description:
Additional information received reported the case on (B)(6), the patient was doing fine and it was normal battery replacement. The reprogramming for the rechargeable device from the primary cell device was done properly and they had not had any problems. The patient was experiencing appropriate therapy and everybody was happy.

Event description:
It was reported that there were out of range impedances intraoperatively. It was indicated that one lead was plugged into a pocket adaptor and the pocket adaptor into the bottom port of the implantable neurostimulator (ins). It was reviewed with the manufacturer representative that for this system setup the lead configuration should be 1x4 with lead numbering as 8-11. The manufacturer representative stated they would fix the lead numbering. No patient symptoms were reported. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.